Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4:UDI number updated to unknown. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual inspection of the as returned product identified slight usage and no damage. The returned device was measured with a caliper and verified to match the drawing in the DHR. Device history record (DHR) review was completed for the subject lot number (63276253). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63276253) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k011028, k013227. Device not returned.

Event description:
Implant was removed due to pain (tsvwb10). Pain, inflammation and edema were also noted.